Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, complete lead was returned intact and not severed. Visual inspection revealed no abnormalities the lead and tip appear normal. The dislodgement allegation was not confirmed. Evidence from the field and product analysis were insufficient to verify dislodgement.

Event description:
It was reported that this right ventricular (rv) lead dislodged. A lead revision was performed and the lead was explanted. The lead was returned to the laboratory and was analyzed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead dislodged. A lead revision was performed and the lead was explanted. The lead was returned to the laboratory and was analyzed. Additional information from the field indicated that the lead thresholds had acutely risen and the lead appeared to be perforated on echocardiogram. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, complete lead was returned intact and not severed. Visual inspection revealed no abnormalities the lead and tip appear normal. The dislodgement allegation was not confirmed. Evidence from the field and product analysis were insufficient to verify dislodgement.